Event description:
It was initially reported by the company representative that during the resident's transfer from the bath in the clip cling using ceiling lift (maxi sky 600), one of the shoulder clips detached from the hanger bar of the lift and the resident fell back to the bathtub. "The staff had completed the bath and were in the process of raising the resident out of the bath. They had raised the resident about 12 inches when the staff heard a pop and the left shoulder clip came off. When this happened the resident fell to the left hitting the back of the head on the floor of the tub. The water was drained out of the bath." The pt involved in the incident received bruises to the face from hitting the 4 point flat bar and a bump to the back of the head as a consequence of the event. (B)(4).